Manufacturer narrative:
No additional info was provided by customer for further investigation. Unable to determine potential cause of malfunction.

Event description:
A falsely elevated ctni result of 7.73 ng/ml was obtained on a sample from a pt. The result was not reported to the physician. The specimen was retested and results 0.17 ng/ml and 0.13 ng/ml were obtained. The erroneous result was not reported to the physician. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. No additional info was provided to identify a potential cause.